Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent an open repair of recurrent incisional hernia on (B)(6) 2010, and a mesh was implanted due to recurrent incisional hernia. No additional information was provided.